Event description:
Same as MFR# 6000089-2006-00834. Six days after implantation of two express2 bare metal stents, the pt expired. During the initial procedure, 2 lesions were identified. The first was in the proximal right coronary artery (rca), and the second was located in the proximal left anterior descending artery (lad). An express2 2.75 x 8mm bare metal stent was placed in the proximal rca and an express2 3.00 x 8mm stent was placed in the proximal lad. It was reported that 6 days after the index procedure, the pt presented with a q-wave myocardial infarction. A reintervention was performed, and 3 non-study stents were implanted in the rca. 20 hours after the re-intervention, the pt expired. No autopsy info was available.